Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. An instrument issue could not be identified. The customer has had no further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that she had approximately 20 patient samples that were flagged as < 5 % when tested for a1cx-2 tina-quant hemoglobin a1cdx gen.2 (hba1c) on an integra 800 analyzer. The initial results for these samples were around 4.4 % - 4.9 %. When repeated, the results were higher. The customer repeated 20 patient samples. Of the 20 samples that were repeated, the customer stated that 4 of these had corrected reports. The customer provided data for a total of 3 patient samples that were affected. Of these 3 samples, 2 had erroneous initial results that were reported outside of the laboratory. The first sample initially resulted as 4.8 %, 4.8 %, and 4.9 %. The sample was repeated, resulting as 5.4 %, 5.5 %, and 5.5 %. The repeat result was believed to be correct and a corrected report was issued with a value of 5.5 %. The second sample initially resulted as 4.8 %, 4.8 %, and 4.9 %. The sample was repeated, resulting as 5.4 %, 5.5 %, and 5.5 %. The repeat result was believed to be correct and a corrected report was issued with a value of 5.5 %. The customer stated that to her knowledge, none of the patients were treated based on the erroneous results. No adverse events were alleged to have occurred. The hba1c reagent lot number was 12556801, with an expiration date of 06/30/2017. The field service representative could not determine a cause for the issue. He ran a precision check and this passed.